Event description:
While cleaning the outside of pt's trach, cotton tip applicator came off and pt aspirated it through the button trach. Emergency brochoscopy was performed. The piece of cotton was found and removed.